Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred within normal pumping conditions. There was no reported adverse impact to the customer's blood glucose. Customer reverted to manual injections for alternate insulin therapy.